Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of leak from the blue winged cap was confirmed. The root cause was determined to be loose blue winged luer cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Event description:
A customer was reported to baxter (B)(4) that one (1) regional analgesia infusor w/patient control module was observed leaking at the blue winged luer cap after filling. The device was filled with naropin. There was no patient involvement. No additional information is available.